Event description:
During a cryoablation procedure, three (3) icerods were inserted to a rcc of 4cm in diameter after the needle tests in which no malfunction was found. Radiologist found a quite small frozen area around all of the needles during freezing and added 2 iceseeds to the rcc expecting to help with the freezing. But the frozen area of 8 or 9 mm diameter around each needle was seen in the CT image. The radiologist aborted the ablation. No adverse event was in the procedure.